Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had ¿no stimulation sensation since last night.¿ the programmer showed that the stimulation was on. Even after increasing stimulation to 4, the patient still did not have stimulation sensation. Treatment, intervention, and patient outcome were not given. Additional follow-up is being conducted to obtain this information. A follow-up report will be sent with any additional information.